Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR will not have been filed under the current manufacturer. This event will be reported by medwatch facility (B)(4).

Manufacturer narrative:
(B)(4). Concomitant medical products: m2a-magnum mod hd sz 48mm; catalog no: 157448; lot no: ni, m2a-magnum 52-60mm tpr ins std; catalog no: 139268; lot no: ni. Report source; foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-01166 and 0001825034-2017-01166.

Event description:
It has been reported by the hospital that a patient underwent an initial hip arthroplasty. Subsequently, the patient was revised due to armd.